Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional therapy electrode pads) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the pulse wire solder joint was broken inside the rear r2 therapy electrode. The cause of the non-functional therapy electrodes is the damaged solder joint. The root cause of the damaged solder joint is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it had non-functional therapy electrode pads.